Event description:
It was reported that customer experienced cgm error 42 on g7 sensor while using pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error again after reset, and successfully started new sensor session, with no device return planned and no additional actions documented.